Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device was broken. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Device evaluation: post marketing vigilance (pmv) received one device, opened by the account with the appropriate display box and blister package. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The jaw gap was measured failed to meet specifications. Witness marks on the bevel wall were observed for the instrument. No sheering on the toggle switches was observed for the instrument. The instruments was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Engineering noted that the device investigation regarding the difficult to load needle complaint mode produced a direct correlation between improper needle orientation and the difficult to load needle? Condition that is being reported. Though complaint samples may not be returned or may not produce this condition when evaluated in the complaint lab, based on the investigation results to date, disorientation of the needle within the reload is the most likely root cause for this complaint mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.